Manufacturer narrative:
(B)(4). The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced that the device turned off on its own while on a patient (medication, dose, volume and rate unknown).there was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection identified two depressed battery contacts which contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue and did not reveal any evidence of nonconforming product. The reported condition was verified. The device was found out of specification in relation to the reported problem of the device turning off without user input which was unable to be reproduced. A single occurrence of an "improper shutdown!" Alarm was verified through a review of the event history log and the reported problem was found to be caused by two negative depressed battery contacts on the rear case. The rear case assembly was replaced to correct this condition. A nonconformance was not initiated because review of the evaluation elements did not identify nonconforming product. Should additional relevant information become available, a supplemental report will be submitted.